Manufacturer narrative:
Device received not deployed, without the slide insert visible in the viewing window . The reservoir plunger was found at the 0% full position. After filling the reservoir, the device double beeped and activated. This indicates the device was never filled enough to activate. As the device was never activated, no data is available for download. Since the device was never activated, it did not have the opportunity to deploy. The device otherwise functions properly.the following fields were updated for correction as follows: d4 - model no: 19191.. D4 - lot no: l45859. D4 - expiration date: 12/15/2021. D4 - unique identifier (UDI) #: (B)(4). H4 - device mfg date: 6/15/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 385 mg/dl while wearing the pod between 4 and 24 hours on the back. After realizing elevated bg levels despite delivering insulin, patient found cannula had not deployed as intended; this indicates a needle mechanism failure occurred. Additional method of treatment was not provided.